Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
A patient was implanted with a helical blade and nail approximately (B)(6) months ago. The patient was returned to the operating room on (B)(6) 2012, for removal of hardware because the blade had migrated through the femoral head and acetabulum. The surgeon removed all hardware and the patient was revised to a total hip. This report is #1 of 2 for the same event.